Event description:
It was reported that a device turns off by itself. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted. MFR report no: 1314492-2013-00411 is related to the same event.